Manufacturer narrative:
Concomitant medical products: ec300 ¿ master console, legend ehs; manufacture date ¿ august 24, 2009; serial number ¿ (B)(4); 510k - k081475. (B)(4). Xom unk hpm4 (handpiece): it was reported that the handpiece works file with other consoles. Therefore, the customer has decided not to return the handpiece for analysis. Ec300 (console): the product analysis indicates that the customer¿s issue could not be duplicated or verified. The back housing was cracked and the cooling fan was loud. The parts were replaced and the software was upgraded to current specifications. The console was tested and passed all manufacturing specifications. This device is used for therapeutic purposes.

Event description:
It was reported that preoperative, the handpiece got hot "fast" when connected to the console. However, the customer indicates that the handpiece works fine with other consoles and they will not be returning the handpiece for analysis. There was no patient impact.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.